Manufacturer narrative:
The additional information is as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 7309904. D.4. Medical device expiration date: 2022-10-31. H.4. Device manufacture date: 2017-11-05. D.4. Medical device lot #: 8059526. D.4. Medical device expiration date: 2023-02-28. H.4. Device manufacture date: 2018-02-28. D.3. Medical device manufacturer: becton dickinson medical systems. G.2 manufacturing location: becton dickinson medical systems.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had difficult plunger. The following was reported, "material no: 309657. Batch no: unknown. It was reported that customer is having difficulty withdrawing product using syringe. Per customer email: please note. This record was just added for difficulty withdrawing product (using the dosing syringe). It involves the same needle used in the report you are providing me for 1371706 (pr76377). Would it be possible to add this complaint defect into that investigation? The only issue ¿ I need pr 763757 by tomorrow am (B)(6) 2019). If it will hold up the investigation because you have to add my new defect, please don¿t add it. Please provide me another investigation for difficulty withdrawing product. I hope that makes sense. Can you let me know what you can do to help me?"

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had difficult plunger. The following was reported, "material no: 309657 batch no: unknown. It was reported that customer is having difficulty withdrawing product using syringe. Per customer email: please note. This record was just added for difficulty withdrawing product (using the dosing syringe). It involves the same needle used in the report you are providing me for 1371706 ((B)(4)). Would it be possible to add this complaint defect into that investigation? The only issue ¿ I need (B)(4) by tomorrow am (07mar2019). If it will hold up the investigation because you have to add my new defect, please don¿t add it. Please provide me another investigation for difficulty withdrawing product. I hope that makes sense. Can you let me know what you can do to help me?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k)#: k980987 or k151766. There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had difficult plunger. The following was reported, "material no: 309657 batch no: unknown. It was reported that customer is having difficulty withdrawing product using syringe. Per customer email: please note. This record was just added for difficulty withdrawing product (using the dosing syringe). It involves the same needle used in the report you are providing me for (B)(4). Would it be possible to add this complaint defect into that investigation? The only issue ¿ I need (B)(4) by tomorrow am ((B)(6) 2019). If it will hold up the investigation because you have to add my new defect, please don¿t add it. Please provide me another investigation for difficulty withdrawing product. I hope that makes sense. Can you let me know what you can do to help me?"